Event description:
It was reported that the user experienced a leaking infusion site and responded by announcing multiple consecutive meals to correct high glucose, including five back-to-back meal announcements, which constitutes an improper method and use of the user interface as a workaround; troubleshooting and education were provided to address use behavior. Symptoms included hypoglycemia, with a documented blood glucose of 43 mg/dl. Outcomes included the need for oral glucose as an unexpected medical intervention. Investigation included communication with the user and analysis of user-provided reports. Investigation of this case revealed no device problem, while a usage problem was identified related to failure to follow instructions for treatment and correction, implicating user interface interactions rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.